Manufacturer narrative:
Model number/catalog number: sc-2316-50. Serial number: (B)(4). Batch/lot number: 16548866. Model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation, and that the lead was non-functional and had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.